Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Leaks in devices with high flow, such as arterial or venous cannulae, will most likely require an exchange of the device. This will require a temporary interruption of cpb. Since the patient¿s blood flow is dependent on cpb during this portion of the procedure the risk of injury is not remote. The root cause of this event cannot be determined with the available information. The subject device is not available for evaluation as it was discarded. The device history record (DHR) could not be reviewed, as the device lot number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a fem-flex ii femoral arterial cannula (femii018a) leaked from a pinhole during use. The initial thoughts were the hole was created when the cannula was being sewn to the leg. The location of the pinhole is unknown. No other details were provided.